Manufacturer narrative:
On 28-oct-2023, the biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a pentaray nav high-density mapping eco catheter and the catheter would not flush partway through the procedure and there was a clot noted in the lumen. The physician considered the clot to be excessive. The generator parameters were power control mode, imp cut off 250. Activated clotting time (act) was checked every 12 minutes and kept between 345-360. The catheter was replaced, and the issue was resolved. No adverse patient consequence was reported. The issue with the catheter not flushing was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The clot issue is MDR reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 09-oct-2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31048749l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 17-nov-2023. It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a pentaray nav high-density mapping eco catheter and the catheter would not flush partway through the procedure and there was a clot noted in the lumen. The physician considered the clot to be excessive. The generator parameters were power control mode, imp cut off 250. Activated clotting time (act) was checked every 12 minutes and kept between 345-360. The catheter was replaced, and the issue was resolved. No adverse patient consequence was reported. Device evaluation details: the device was returned to biosense webster for evaluation. A visual inspection and patency test of the returned device were performed in accordance with bwi procedures. The device was visually inspected, and thrombus/clot attached on one on electrode of the device's tip was observed. A patency test was performed, and the catheter failed the test since the irrigation tube was found folded at the tip section. A manufacturing record evaluation was performed for the finished device 31048749l number, and no internal action related to the complaint was found during the review. The issues reported by the customer were confirmed. It should be noted that product failure is multifactorial. The instructions for use contain the following precautions: flush the catheter with heparinized saline prior to insertion into the body. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).